Event description:
Patient was revised to address aseptic loosening of the tibial tray at the bone/cement interface. Depuy cement was used in the primary surgery. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the tibial tray and insert part and lot number combinations. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the cement was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.